Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-4501, meniscal cinch¿ ii, the first implant was set successfully but the suture broke while setting the second implant. This was detected during a knee meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. - upon visual evaluation, it was noted that only one of the implants was returned, with the sutures broken and damaged. - functional testing was not performed due to the damage to the device. - according to the meniscal cinch¿ ii surgical technique: "advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button." -according to dfu-0156-eor0_fmt_en. G. Precautions. 4: "particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism." The most likely cause of the reported failure is misuse due to user error, due to not following the surgical technique, "rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture", applying excessive force during deploying the implants, prying, and/or leveraging the device.